Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 108mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind due to a motor encoder signal being out of phase. The device was received with cracked case at lcd window corners, reservoir tube and lip, battery tube threads, and scratched screen.